Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicate the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints for this lot. Attempts have been made to obtain additional information. A completed questionnaire was received on 02/12/2015. (B)(4).

Event description:
A surgeon reported that after an intraocular lens (io) was implanted, the patient was unhappy. The lens was exchanged for another iol five years after initial implantation. In a follow up, a technician reported that the patient had decreased best corrected vision prior to the lens exchange.